Event description:
The customer stated that he tested his blood glucose using a breeze2 and a dex meter. The breeze2 read 168mg/dl, while the dex read 68 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. While customer service was trying to gather more info, the customer stated that he had to get an appointment and ended the call. No product will be returned for evaluation at this time.

Manufacturer narrative:
Without a meter serial number, it is not possible to determine a manufacture date.